Event description:
Additional information was received indicating the left ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that the patient experienced dyspnea. Diagnostic imaging was performed and dislodgement of the left ventricular (lv) lead was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.